Event description:
It was reported that a pt underwent a breast surgery procedure on (B)(6) 2009. The reservoir functioned properly upon the first activation. The lock of the reservoir was very difficult to unlock when the nurse reactivated it. The nurse exchanged the device for another reservoir with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2009-00707. The same pt is represented in each medwatch.